Manufacturer narrative:
Axiem frame reference cable was bad connection so the instruments could not use. The issue was resolved. Checked the emiter and other instruments, then software test. Axiem frame reference cable was bad connection so the instruments could not use. After change instruments the test was passed. All test passed and the system is ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that site could not register the electromagnetism instrument. There was no patient present.